Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue and system error codes #45311 were associated with the system's personality module video acquisition (pmva). During the investigation, the engineer also replaced the generic cart controller (gcc), embedded serializer for setup-joint (essj) and surgeon head sensors as a preventative action for unrelated issues. The pmva is a printed circuit assembly (pca) which receives the stereo video images from the camera controller and outputs the audio and video for the touchscreen monitor. The gcc is the pca which is the central processor in the patient side cart. The essj is the pca inside the non-motorized setup joint arm that monitors the encoder for each of four joints and their associated backup potentiometers. The surgeon head sensors are located in the stereo viewer in the surgeon console and determines if the system is in use or not. The system was repaired by replacing the affected pmva, gcc, essj, surgeon head sensors. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code #45311 appear when the da vinci si safety system detects a loss of one or both surgeon's video inputs. Upon determining this condition, the safety system puts da vinci si in a "non-recoverable safe state". The system was repaired by replacing the affected svp pca. As of august 27, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
On july 16, 2009, it was reported that during a da vinci si prostatectomy procedure, the site experienced a loss of video in the left eye of the surgeon's console and system error #45311. With the assistance of a technical support engineer, the site swapped the camera head; however, the issue continued and the displayed was now in 2-d. The site powered down the system, cycle all breaker and applied emergency power off to the system and let the system sit for 30 seconds before powering the system back on. This system fault continued; however; the site decided to continue laparoscopically. On august 5, 2009, user facility medwatch report (B)(4) was received with the following information. "Event desc: the patient was undergoing a robotic prostatectomy. During the procedure, the 3d camera component of the surgery robot failed resulting in the conversion of the surgery to an open procedure. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Robotic. Prostatectomy device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working."